Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "learned about the recall by the news" for the left side. Reported events " fibromyalgia, joint pain, insomnia, hair loss, among other symptoms".

Event description:
Patient reported "contracture" and " fibromyalgia, joint pain, insomnia, hair loss, among other symptoms" for the left side. Healthcare provider reported device remains implanted.

Event description:
Patient reported for left side "learned about the recall by the news". Healthcare professional reported "capsular contracture baker grade 4", "mastalgia", "after the implantation, the patient's life was never the same, patient suffers from severe pain and lives on medication (both with anti-depressants and analgesics such as tramadol and intravenous morphine)"; and also the following events which are not related to the device "back pain, muscle, joint pain, fatigue, memory loss, depression, cognitive impairment and dry mouths and eyes, calcifications with benign appearance, silicone disease". Treated with pregabalin, tramadol and tylex.